Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited loss of capture after fixation. The ventricular implant attempt was abandoned. There were no patient consequences.